Event description:
It was reported that there were high thresholds on the right ventricular (rv) lead. Fluoroscopy revealed a slight loss of slack; however, the lead still appeared secure in the rv apex. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: p1501dr, implantable pulse generator, (B)(6) 2008; 5568, implantable pacing lead, (B)(6) 2008. (B)(4).